Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and sensor readings. The customer's blood glucose level at the time of incident was 50mg/dl. The customer states the device has gone into threshold suspend. Troubleshoot was conducted. It was noted that the customer was not calibrating enough, and treating based of sensor readings. The customer was advised to monitor the device, and follow proper calibration protocol.